Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of fluid being inside the system controller was confirmed via product testing. The heartmate 3 system controller (serial #:(B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 3 days ((B)(6)2021 ¿ (B)(6)2021, (B)(6)2021 per timestamp). Events occurring on (B)(6)2021 are from product testing at abbott. There were no notable alarms in the log file related to the reported event. Pump operation was not affected. The system controller was able to pass all stages of preliminary and functional testing. The system controller was able to operate on a mock loop without issue. During testing it was observed that there was a yellow color to the controller lcd. The system controller was opened, and yellow fluid ingress was found inside and around the controller lcd and ribbon cable, confirming the reported event. This fluid was determined to have caused the change in color on the lcd. Despite this finding, the controller functioned as intended. The root cause of the reported fluid ingress was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that yellow liquid was noted inside the system controller screen. The patient underwent controller exchange in clinic on (B)(6) 2021.